Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced an allergic reaction while wearing nontemplate aligner arch. Reportedly the symptoms resolved after discontinuing aligner wear.

Manufacturer narrative:
DHR evaluation: - we reviewed the DHR for this (B)(4) / patient ID# (B)(6) / practice ID# (B)(6) qty. 90 items assy-500011 (aligners) 2 items assy-500010 (template), were packaged by of first shift by auto bag & box operation on (B)(6) 2023, manufacturing supercell sc1, equipment pua-08, not found issues or deviations during the manufacturing process, the sales order was inspected and met with the acceptance criteria provided by qa. - we reviewed the instructions for use (IFU) for aligner and retainer and in the warnings section, if the patient has a history of allergic reactions to plastics, this product should not be used. · doctor instructions for use ¿ 0281-IFU-500544 · patient instructions for use ¿ 0281-IFU-500583 root cause: no defect in the manufacturing process. Conclusion code: no failure found.